Manufacturer narrative:
Device not available for evaluation.

Event description:
It was alleged that an ambulance was involved in an accident in which the ambulance rolled completely once and landed on it's wheels, while transporting a patient in the ambulance. It was alleged the cot stayed secured, but parts of the cot broke. The patient was alleged to have fractured ribs and the emt's received unreported injuries. The injuries were reported to have been a result of the accident event and not the medical device.